Event description:
Customer called and stated that their bag cracked while pulling it out of freezer. Additional info: he stated that it is unk when exactly the bag broke. They don't know if it happened in the freezer or when being taken out. He stated that it propagated from the bottom seam. He stated that there was no pt impact as they did have an adequate dose of cells and the pt has engrafted appropriately. He repeated that no sample is available.

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a cryocyte bag breakage that was discovered during removal from storage. There have been no reported negative clinical consequences for the pt. As in all cases of cryocyte bag breakages during storage there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the pt at greater risk. As such, a breakage could potentially cause or contribute to an event if it were to reoccur. (B)(6), medical director. We have evaluated the complaint and have determined that it is consistent with breakage investigated in a corrective and preventive action record (CAPA# (B)(4)). The lot reported was manufactured before corrective actions were implemented; therefore, evaluation of the complaint sample is not necessary. CAPA-(B)(4) was initiated to address this issue. As a result of multiple analyses, the two contributing root causes were identified as: nitrogen ingress through the ports resulting in breakage when nitrogen gas expands during thawing leading to a brittle fracture, and customer usage variability. The following process improvements were initiated: minimizing manufacturing variability through "mistake proofing", and minimizing customer usage variability by clarifying the "instructions for use" through label copy improvements. However, it must be noted that routine complaint monitoring has revealed a decrease in the field complaint rate before any actions were implemented. CAPA-(B)(4) was closed on 01/28/2009. Complaint monitoring will be conducted to identify complaints for lots produced post corrective action. This complaint will be kept on file for trending purposes.